Manufacturer narrative:
Concomitant medical products: addr06 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial (epi) anterio (ant) lateral (lat) right ventricular (rv) lead exhibited intermittent non capture, unstable thresholds, and inappropriate pacing. The lead was capped and replaced. It was also reported that the patient had another epi ant right ventricular (rv) lead which displayed high thresholds and was capped/taken out of service in 2016. No patient complications have been reported as a result of this event.